Event description:
The extension set came apart while in use. The patient was not injured as a result of the product incident.

Manufacturer narrative:
Very little information was supplied with this product incident. Regulatory affairs called and e-mailed the customer contact to obtain additional information and has not heard back. The lot number of the device could not be confirmed by the customer. Three different lot numbers were provided. A follow up MDR will be submitted with results of investigation. Further attempts to the customer will be made.